Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Upon reassessment of the reported event, it was determined to be not reportable as this malfunction has not been previously reported and there was no patient harm or delay in procedure. The initial report should be voided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the package was missing components.